Event description:
Same case as MFR. Report# 3005099803-2009-00709. It was reported that during a percutaneous nephrolithotomy (pcnl) procedure, two detachments occurred. The lesion was located within an unspecified kidney. The 3.0mm x 4.0mm zero tip stone retrieval basket was advanced through another manufacturer's endoscope, however, at an unspecified time, approximately 60cm of the distal outer sheath detached and remained inside the patient. The detached portion of the distal sheath was able to be removed in tandem with the endoscope. The endoscope was placed and a second 3.0mm x 4.0mm zero tip stone retrieval basket was advanced through the endoscope, however, at an unspecified time approximately 60cm of the distal outer sheath detached and remained inside the patient. The detached portion of the distal sheath was able to be removed in tandem with the endoscope. The procedure was able to be completed with a zero tip stone retrieval basket of smaller size. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.